Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the guide key in the cord connector is bent. The cord connector could not be inserted into the control unit¿s receptacle for functional testing, therefore the complaint of running on its own could not be reproduced. Factors which could have contributed to the damaged guide key include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab.

Event description:
It was reported the dyonics power ii footswitch was running on its own. A back up device was utilized to complete the procedure. No patient injury or complications were reported.